Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, it was reported that the user's cartridge began leaking during the "waiting for drops" step of the supply change process. The agent reviewed proper supply change steps with the user, who was unsure what went wrong. The user replaced the leaking cartridge with a new one and successfully completed the supply change. No blood glucose impact or injury were reported.